Manufacturer narrative:
Date of report : 13may2019, date rec¿d by MFR : 22mar2019. The field service engineer (fse) confirmed the failure as a battery issue. The fse replaced the power management board and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 13may2019, date rec¿d by MFR : 13may2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit had an unknown alarm failure. There was no patient involvement. Event date not specified; estimate used.